Event description:
During implant, the right ventricular (rv) lead was inserted and the physician observed the helix was already partially extended. The physician attempted to extend the helix after insertion but the helix was unable to extend. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The field report of helix unable to extend was confirmed while the field report of helix extended before deployment was not confirmed due to the helix was attempted to deploy during the procedure. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the partially extended helix clogged with blood. After cleaning, the helix could extend and retract. The field report of helix unable to extend was isolated to the helix being clogged with blood. The helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.